Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that they put the gantry around the patient but found it was stuck in initializing. Site tried reseating the umbilical, rebooting the imaging system, opening and closing the gantry with no change. Imaging was aborted. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and reported issue was that the imaging system was stuck initializing. Site tried reseating the umbilical, rebooting the imaging system, opening and closing the gantry with no change. Site rebooted again and used a different outlet and the system was working and the case continued with success. Continue to monitor and report if issue reoccurs. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001; product ID: bi71000438: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.